Event description:
Patient reported "have to be removed for medical reasons" and "capsular contracture (baker grade unknown)". Patient later reported "hcp didn't tell me the actual baker grade, capsular contracture is ongoing since the very beginning (grade 1), and pain". Healthcare professional later reported "capsular contracture baker grade IV with painful deformation". This records is for the left side. Device remains implanted. Device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.